Manufacturer narrative:
Additional information was added to h6 and h11. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the patient connector of the minicap transfer set and a plastic adapter. This occurred before starting the peritoneal dialysis therapy. It was reported that the patient developed peritonitis. It was not reported if the patient was hospitalized for the event. Treatment was not reported. At the time of this report, the patient outcome and action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.